Event description:
It was reported a shocking or jolting sensation in the back area / paresthesia area. This occurred from july 14th to approx. July 21st. Patient was unable to get patient programmer to turn off during this time and was shocked approximately 14 times. The implantable neuro stimulator (ins) has been turned off since approximately july 21st. It was noted palpating did not cause stimulation changes. A fluid short was not suspected and no accidents or falls were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).